Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a force sensing resistor (fsr) out of range. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the force sensing resistor (fsr) being out of range was unknown. In order to correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.